Manufacturer narrative:
Investigation pending.

Event description:
Caller (nurse on behalf of patient) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2011, inratio: 5.2, lab: 7.4. Date: (B)(6) 2011, inratio: 1.2, lab: 3.0. Patient's therapeutic range: 2.0-2.5 inr. Patient has been testing on meter since 2009.